Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The ra lead showed undersensing. It was visualized on fluoroscopy to be on the tricuspid annulus. The ra lead was explanted. No additional adverse patient effects were reported.